Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The clinic will perform a CT scan and reimplantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The clinic will perform a CT scan and reimplantation is being considered.

Event description:
The user's hearing performance with the device is affected. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. Based on the received measurements, it seems that an air bubble or bad contact of connective tissue to the reference electrode might have caused the observed issues. In addition the in situ measurements point clearly to a minor migration of the active electrode out of cochlea, although the device explantation report form states a full insertion at the time of explantation. This is a final report.